Event description:
A malfunction alarm was declared by the pump while it was in use, but there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer, who had previously reported issues with this pump, was advised by technical support to use mdi as a backup therapy to ensure continued insulin delivery. Technical support arranged for a replacement pump to be sent, confirmed the shipping address, and provided instructions on how to put the pump into storage mode before returning it. The customer acknowledged the instructions and agreed to return the faulty pump using the pre-paid label within 10 days.